Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Distributor reported "rupture". Device was explanted and replaced with a non-abbvie device. This record is for right side.

Event description:
Distributor reported "rupture". This record is for right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified. Tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. As per the investigation procedure was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.